Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received surgical intervention was undertaken on (B)(6) 2021 during which the existing ipg was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The device was not returned for analysis, however programming and stimulation parameters were provided. A longevity estimation calculation was performed based on the returned data which determined the estimated longevity is consistent with the device reaching normal end of service. Based on the information received, the issue is attributed to normal battery eri/eol.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg. The eri message was determined to be true. It is unknown if the ipg depleted prematurely. The device was providing therapy. As a result, surgery may occur to address the issue.